Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: rep reported the procedure was a lobectomy. The device was fired a few times and the anvil was bent. The surgeon completed the case with suture. The case was not converted to open.

Event description:
It was reported that during a lung case and the product is stuck on the tissue. The surgeon actives the manual over ride and pumped the lever several times and the knife has still only returned half way. The sales rep states that a metal piece "flew out of the device and made the battery pack come out". Instructed the sales rep that the surgeon will need to use his judgment in removing the device as all options have been exhausted. Instructed sales rep to keep the device once it has been removed. Sales rep states that she will call back when the case is complete and update the file.

Manufacturer narrative:
(B)(4). Additional information: anvil. The analysis results found that one pse60a device was returned with the anvil bent upwards and without reload present. No further functional testing could be performed due to the condition of the anvil. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported events could not be confirmed as the device performed without any difficulties noted during testing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.